Event description:
It was reported that there was an infection. The patient had had their right implantable neurostimulator (ins) explanted on (B)(6) 2014 due to an infection. The right and left lead had remained in place at that time. On the date of this report the manufacturing representative was in a surgical case and they were going to hook up the device to the left lead and at that time they had noticed the right lead had an infection as well. The right lead was explanted from the patient¿s brain. At the time of this report the patient had 1 left lead, 1 left extension and 1 left chest ins. It was unknown if perioperative antibiotics were administered and the date of onset was also unknown. The patient did not have meningitis and other patient symptoms were unknown. It was unknown what type of infection it was. Treatment had included explant and antibiotics. The infection had resolved.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0fgj5, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0c4zt, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3389s-40, lot# va0fgj5, implanted: 2014 (B)(6); product type lead. (B)(4).